Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- l3/4/5 lumbar spinal canal stenosis involved in the olif (oblique lateral interbody fusion) and voyager5.5 / 6.0 procedure. Levels implanted- l3/4/5. It was reported that post-operatively, after inserting the screw and rod, reoperation was performed because the screw became loose, and the set screw came off. After that, the looseness of the set screw was confirmed again, so operation was performed again on the reported day. L3/4/5 olif and posterior pps fixation. Re-operation was performed because the screw on the right side of l4 was loose and the set screw of l5 came off. Patient was hospitalized prolong due to re-operation. No health damage in the patient was reported. On 2022-feb-02, received additional information that there was no impact on the patient. On 2022-feb-07, received additional information that the lot number and the product number are different for the l4 screw and the l5 set screw. The product used at the time of the initial operation was also voyager 5.5 / 6.0, and after the initial surgery, the screw on the rightl4 was loosened and the set screw on the l5 came off, so re-operation was performed. After the re-operation, loosening of the l5 set screw was confirmed, and the backout of the set screw was reported on (B)(6) 2022.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- l3/4/5 lumbar spinal canal stenosis involved in the olif (oblique lateral interbody fusion) and voyager5.5 / 6.0 procedure. Levels implanted- l3/4/5. It was reported that post-operatively, after inserting the screw and rod, reoperation was performed because the screw became loose, and the set screw came off. After that, the looseness of the set screw was confirmed again, so operation was performed again on the reported day. L3/4/5 olif and posterior pps fixation. Re-operation was performed because the screw on the right side of l4 was loose and the set screw of l5 came off. Patient was hospitalized prolong due to re-operation. No health damage in the patient was reported. On 2022-feb-02, received additional information that there was no impact on the patient. On 2022-feb-07, received additional information that the lot number and the product number are different for the l4 screw and the l5 set screw. The product used at the time of the initial operation was also voyager 5.5 / 6.0, and after the initial surgery, the screw on the rightl4 was loosened and the set screw on the l5 came off, so re-operation was performed. After the re-operation, loosening of the l5 set screw was confirmed, and the backout of the set screw was reported on (B)(6) 2022.

Manufacturer narrative:
H3: product analysis #704835175:part # 55750016545, lot # h5691833 visual and optical inspection revealed the top portion of the crown of the screw has been worn from the seating of the rod. Functional inspection with a sample rod and set screw confirmed the screw was able to thread and hold the rod in place. The screw head was also still able to pivot in all directions. The screw appears to function as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.